Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that a patient presented with a loose restoration. The screw was fractured. The implant is fine and is a nint413. The screw is either a iunhg or a iuniht.

Manufacturer narrative:
The complaint could not be verified, as the products were not returned for inspection. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.